Event description:
"Customer reports on 2 separate occasions veins ruptured when dilating with the balloons. Customer did not report these events to co until several months after they occurred and was unable to supply date/customer/information spec or specific pta used."